Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels dropped down to 27 mg/dl while wearing the pod. The patient had a seizure. Once the ambulance arrived the patients pod was removed. The patient was treated with an intravenous drip of sugar water. The ambulance left the patient after 30 minutes. The patient did not go to the hospital.